Event description:
During a review of programming history, it was noted a patient's settings were altered to settings indicative of a faulted diagnostic test. The patient's device was interrogated on (B)(6) 2003 at intended settings; however, on (B)(6) 2004, the patient's device was interrogated at settings indicative of a faulted diagnostic. The patient's settings were corrected at the (B)(6) 2004 appointment. It is unclear when the faulted diagnostic took place. The patient's physician during this time is unknown.

Manufacturer narrative:
Analysis of programming history.